Event description:
The patient reported hearing a "beeping" sound fom the device. The patient also noted that a weight bar came down on the device and that he thinks there might be an infection. "The device keeps moving closer to the skin". The device remains in use at this time. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.